Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed target lesion being treated was located in the moderate to severely calcified and moderate to severely tortuous right coronary artery (rca). The lesion was predilated with a 3.0x10mm cutting balloon. A 3.50x38mm ion stent delivery system (sds) was then advanced to the rca and successfully deployed. A 4.00x38mm ion sds was then advanced with the intention of placing the stent proximally to the 3.50x38mm ion, however the physician experienced resistance in the patient anatomy and withdrew the device. Upon removal it was noted that the distal end of the stent was flared. The procedure was completed with another 3.50x38mm ion device placed proximally to the previously deployed stent. No patient complications were reported and the patient's status is ok.